Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. Wedge codes in fields 2 and 4 included in pt's treatment plans were missing for some pt's treated on the artiste when the treatment history was reviewed afterwards. There was no injury reported. Risk analysis is complete. Initial corrective action is complete and final corrective action is pending.

Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). The completed plan would be updated in lantis. Recording would not be changed. Archiving a completed plan is legally required. Risk: the current treatment is interrupted because of a wrong assessment based on the affected plan. This could lead to an underdose of the current treatment. Probability: d (occasional). Assumption is that customers would use artiste with mlc (est. 90%) and that some pts would be transferred form an older linac to artiste during an ongoing treatment course. Failure of the artiste and subsequent use of a backup plan could last for 3 to 5 days. Corrective action: safety advisory letter sent for previous related issue. Syngo rtt part number 10145179. This is the same issue reported in MDR 2910081-00016 but not the same incident.